Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the ligation device was able to deploy several bands successfully; however, the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter city and state) (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the ligation device was able to deploy several bands successfully; however, the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter city and state) guilin, guangxi zhuang autonomous region block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted that the handle slot had marks of insertion of the trip wire. Per media analysis on the provided photo, it was possible to observe the band was deployed inside the patient; however, it is not possible to determine any problem from the photo. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle was in good condition. It is possible that the manipulation or the technique used at the time to interact with the device along with the patient anatomy could have affected the device functionality. However, since the returned device was incomplete, the required components cannot be analyzed, so it is not possible to confirm the reported event; therefore, the most probable root cause of this complaint is cause not established.